Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call software error alarm and issues with the insulin pump. Customer's blood glucose level was 8.2 mmol/l. Customer advised they had issues with calibrating the sensor and inserted a new sensor which resolved the issue. Customer was assisted with changing their basal rate. Troubleshooting for the software error alarm was performed. Customer advised the bolus delivery was recorded in the daily history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for pump error 53; format history file analysis confirmed pump error 53 due to software error. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the calibration, the sensor alarmed properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph, the sensor feature working properly. No calibration anomalies were noted. The insulin pump was received with cracked select button at the keypad overlay, cracked reservoir tube lip, scratched case and peeling keypad overlay.